Event description:
The physician was attempting to direct stent a 2.5mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient. It was reported that the lesion exhibited 80% stenosis with moderate calcification and located in the lad. Force was used to deliver the stent and it was reported that the stent did not pass the lesion and when the stent was removed it was noted to be damaged. Another stent was successfully used. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent and stent deformation), patient condition affected effectiveness of the device (patient lesion morphology, 80% stenosis with moderate calcification), failure to follow instructions (use of force). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 80% stenosis with moderate calcification), user error contributed to event (use of force) FDA. (B)(4).

Event description:
Device evaluation: the distal tip was flared and damaged. A number of struts on the 7th proximal stent segment were deformed and slightly raised.